Event description:
It was reported that a pt received a laser hair removal treatment on both legs. The pt returned to the site the next morning to report that she had received burns only on her left knee.

Manufacturer narrative:
The product was installed at the user site (B)(6) 2011. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record and service history were reviewed (B)(4) 2012 with no conclusions made. The treatment parameters reportedly used by the operator were: 15mm spot size, 30ms pulse duration, 30j/cm2, which are not within the parameters for the pt's skin type as recommended by (B)(4) treatment guidelines. Based on what was reported by the site, the treatment parameters that were used may have been a contributing factor to the injury.